Event description:
It was reported to philips that the system exposure foot switch did not work anymore.the device was in use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in use for a coronary angiography at the time of the event. The customer used a different footswitch to complete the procedure. No harm or injury was reported to philips. A philips remote service engineer (rse) spoke with the customer who reported that the fluoroscopy pedal of the wired footswitch was defective and confirmed that the exposure pedal was functional. A philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy pedal was stuck and could not work. Troubleshooting determined that the plastic cap of a medicine bottle had become stuck in the pedal which caused the reported problem. The fse removed the plastic cap and cleaned the wired footswitch. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.